Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces left of essure') and menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, haemorrhage in pregnancy, uterine bleeding, dysfunctional uterine bleeding, uterine dilation and curettage, nausea, chronic diarrhea, abdominal pain lower, irritable bowel and back pain. Concurrent conditions included ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), pain in extremity ("foot pain"), back pain ("back pain"), cystitis ("bladder infections"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, endometriosis, pelvic pain, fatigue, arthralgia, pain in extremity, back pain, cystitis, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, cystitis, device breakage, endometriosis, fatigue, menorrhagia, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: removal date provides as (B)(6) 2018 - salpingectomy and (B)(6) 2018 - hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all information from this case transferred to case (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces left of essure") and menorrhagia ("heavy periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, haemorrhage in pregnancy, uterine bleeding, dysfunctional uterine bleeding, uterine dilation and curettage, nausea, chronic diarrhea, abdominal pain lower, irritable bowel and back pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), pain in extremity ("foot pain"), back pain ("back pain"), cystitis ("bladder infections"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation and salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, endometriosis, pelvic pain, fatigue, arthralgia, pain in extremity, back pain, cystitis, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, cystitis, device breakage, endometriosis, fatigue, menorrhagia, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: removal date provides as (B)(6) 2018 - salpingectomy and (B)(6) 2018 - hysterectomy. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("pieces left of essure") and menorrhagia ("heavy periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, haemorrhage in pregnancy, uterine bleeding, dysfunctional uterine bleeding, uterine dilation and curettage, nausea, chronic diarrhea, abdominal pain lower, irritable bowel and back pain. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), pain in extremity ("foot pain"), back pain ("back pain"), cystitis ("bladder infections"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6)2016 underwent ablation and salpingectomy and hysterectomy). Essure was removed on(B)(6)2018. At the time of the report, the device breakage, menorrhagia, endometriosis, pelvic pain, fatigue, arthralgia, pain in extremity, back pain, cystitis, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, cystitis, device breakage, endometriosis, fatigue, menorrhagia, ovarian cyst, pain in extremity and pelvic pain to be related to essure. The reporter commented: removal date provides as (B)(6)2018 - salpingectomy and (B)(6)2018 - hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.